Event description:
After the physician deployed the cypher stent, the physician inflated the balloon and the balloon burst at 10 atm in the distal part. The physician changed that balloon for another in order to complete the procedure. The target lesion was the mid to distal left anterior descending (lad). The lesion was heavily calcified and tortuous.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis, but has yet to be returned. Additional information will be submitted within thirty days upon receipt.